Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the surgeon reported that the medium-large clip applier instrument was malfunctioning and would not hold the clip or apply correctly. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing out of the ordinary was noted. When the surgeon attempted to clamp down on tissue, the clips would fall off somewhat. No fragments fell into the patient as the clip did not fall all the way off. The issue led to a clipping failure. No photos or videos are available for review. The vessel was not larger than what was specified in the IFU.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The medium-large clip applier instrument was analyzed and found to have a broken input disk. The instrument was found to have grip input disk #6 completely detached from the housing. Other backend components adjacent to the broken inputs do not show damage. The complaint was confirmed by failure analysis.